Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.  A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 9/15/15 medical records received. After review of the medical records (sticker sheet) for MDR reportability, the part/lot is being updated. The complaint was updated on:10/7/2015.

Event description:
Update: 7/13/2015. Litigation was received. Litigation alleges metal poisoning and metallosis due to metal debris and pain. Litigation additionally alleges the patient's cobalt level was 17.3 and his chromium level was 48.0. The femoral stem has been added to the complaint.

Event description:
Asr revision reported via sales rep, asr xl, right, reason(s) for revision : pain and elevated cobalt chromium levels.